Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 49cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis showed signs of wear along the lead fragment. 16cm and 9cm proximal to the lead tip the conductor cables leading to the ring electrode and rv shock coil were found fractured. These damages are assumed to be the root cause of the reported oversensing. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the leads motion should be taken into consideration. Diagnostic images clarifying this assumption, were not available. Further damages such as cuts into the insulation 12cm and 9cm proximal to the lead tip, as well as a deformed rv shock coil, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to fracture causing inappropriate sensing of vf on noise episodes. No adverse events reported. Should additional information become available, it will be added to this file.